Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that legacy drawer 2.2 in the main cabinet was not opening. A physical inspection showed that the square plunger link was bent. A field service engineer (fse) replaced the plunger to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer had failed and didn't open. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient, but there was a medication delay since the user managed to get the medicines from another station. However, there were no adverse events or injuries reported based on this event.